Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s wife reported via phone call that the customer was admitted to intensive care unit due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with unknown blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced the symptoms such as nausea and vomiting as result of high blood glucose level. The customer was treated by insulin drip and 3 bags of intra venous fluid. Customer also reported that the drive support cap was normal and reservoir was leak at o ring as insulin pump was exposed to moisture. It was also reported that the insulin pump had motor error and also had motor position encoder error. Customer was assisted in performing pump rewind and they were unable to complete pump rewind due to pump alarm and also unable to run self test. Customer was alleging that the insulin pump was under delivering. The insulin pump will be returned for analysis.